Event description:
It was reported a single out of range high voltage pacing lead impedance was observed. No noise was detected during testing and all other readings were normal. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.